Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The two v-shaped osteotomes in the office moreland set are broken and unusable. This set was delivered this way as loaners.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned for evaluation, but based on the returned photographs the reported breakage is confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.